Manufacturer narrative:
The reported events of high capture threshold, impedance problems, and sensing issues were not confirmed. Final analysis found no anomalies.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was found that the patient's right ventricular leadless pacemaker exhibited out of range pacing impedance, high capture threshold, and r-wave amplitude variation. No intervention was performed. The patient was stable.